Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a paper lid and a winding former with a suture of product were received for analysis. The needle was not returned. During the visual inspection of sample, the suture could not be dispensed from the tray, and had begun the degradation process. The strand was broken in multiples pieces. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed as a result of sample condition. The foil was inspected and excessive wrinkles and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of pre-op suture needle pull off was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and a suture was used. After opening the foil, the suture and the needle were found separated. Upon evaluation the foil was inspected and excessive wrinkles and multiples holes in cavity were noted. During visual inspection of the sample, it was found that the suture had begun the degradation process. The strand was broken in multiples pieces. There were no adverse patient consequences reported. No additional information was provided.